Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -13.00 diopter implantable collamer lens in the patient's right eye (od) and explanted due to inadequate vaulting on (B)(6) 2015. The lens was exchanged for a longer lens and the problem was resolved. Post-op visit on (B)(6) 2015, uncorrected visual acuity was 20/20.